Event description:
It was reported that at implant the left ventricular lead could not be placed as the patient had no viable veins for use. The lead was removed and the physician decided to implant a dual chamber device instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.